Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they noticed a "knot" and wonder if the ins has moved. The caller also said that the patient can't lay on the side of implant when trying to sleep. The caller said that patient saw managing hcp regarding this issue about two weeks ago and was said that the hcp said that maybe something disconnected. The patient told the hcp that it isn't bothering them and said that the hcp said that they could perform a "small surgery" to correct this issue. When asked, caller said that patient hasn't had any falls; however, stated that patient's weight has fluctuated between losing and gaining weight. The caller said that they recently took patient to have MRI; however they weren't able to connect to device. The caller asked if the reason they couldn't connect was related to the issue that ins has moved. Patient services reviewed that this could be a contributing factor. The patient was redirected to their healthcare provider to further address the issue, to request hcp or the person that performs the programming to turn device off for patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.